Event description:
The customer observed instrument errors generated on the alinity c processing module. On 25feb2025, the field service engineer arrived onsite to inspect the instrument and performed some troubleshooting tasks that rolled over into 26feb2025. On (B)(6) 2025, the customer observed a falsely depressed alinity c calcium result for one patient sample. The following data was provided (customer¿s normal range: 2.05 to 2.80 mmol/l): sid (B)(6), 1st result 1.46 mmol/l, result on another machine: 2.27 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete patient ID. Exceeded the allowable spaces in this field) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and replaced multiple parts, however, the replacement of the wash cup, r1 & r2 reagent probes (part number c-35016460-02) resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service demand or complaint tickets associated with discrepant/erratic patient results. There were no additional service demand or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues for discrepant results described in this complaint. Additionally, review of complaint and trending data associated with the wash cup, r1 & r2 reagent probes (part number c-35016460-02) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial (B)(6), or the wash cup, r1 & r2 reagent probes were identified.

Event description:
The customer observed instrument errors generated on the alinity c processing module. On (B)(6) 2025, the field service engineer arrived onsite to inspect the instrument and performed some troubleshooting tasks that rolled over into 26feb2025. On (B)(6) 2025, the customer observed a falsely depressed alinity c calcium result for one patient sample. The following data was provided (customer¿s normal range: 2.05 to 2.80 mmol/l): sid (B)(6). 1st result 1.46 mmol/l result on another machine: 2.27 mmol/l. There was no impact to patient management reported.